Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold. The atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Event description:
New information noted that fluoroscopy imaging was performed and the atrial lead was found to be dislodged.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.